Event description:
It was reported by service report that the bed height is drifting down on its own. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result- failed nut in the lift motor assembly.